Event description:
It was reported the patient presented for a routine generator exchange. During the procedure, it was discovered the atrial lead was oversensing noise that triggered pacing inhibition and inappropriate mode switches. The atrial lead was capped and replaced on (B)(6) 2023. There were no patient consequences.